Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision was necessary to remove rods that were found to be fractured after the patient fell down the stairs. The reporting spine specialist was contacted but could not provide any additional information at the time. Rod fracture is consistent with excessive forces generated during traumatic events such as the reported fall down the stairs. However, due to the insufficient amount of information available, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace creo rods that were found broken post operatively.